Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the light source that failed intermittently before vitrectomy surgery. Procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in sections b2 and h11. Upon further review, it was confirmed that the issue was identified during a routine equipment inspection, where the light source intermittently failed to illuminate, and the console displayed a system message. This event is not considered a reportable malfunction, as no serious injury has occurred, and recurrence of this condition is not likely to cause or contribute to a serious injury. The system communicates information to the user through system messages displayed on the console. The presence of a system message alone does not indicate a malfunction. These messages and their associated user actions are intended design features that support safe operation by alerting users to conditions requiring attention. Based on this information, the complaint does not meet the criteria for regulatory reporting. No further reports will be submitted under mfg report num. 2028159-2025-01187. The manufacturer internal reference number is: (B)(4).